Event description:
Pump declared a cartridge change error. Blood glucose level did not exceed 500 mg/dl and no adverse impact to customer's blood glucose level was reported. Customer was instructed by technical support to inspect and clean various components of the pump, and after initial difficulties, successfully filled and loaded a new cartridge with assistance, allowing resumption of insulin delivery.